Manufacturer narrative:
Based on the limited information provided about this case, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history or dental treatments, may have played a role in the need for tooth extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided) who required extraction of tooth #14. Based on available information, it appears this tooth received a lava ultimate cad/cam restorative for ts150 inlay on (B)(6) 2013, and on (B)(6) 2015, the tooth was extracted; the reason for the extraction was not provided.